Event description:
Heal study. It was reported that the patient experienced a transient ischemic attack. Prior to the procedure the patient was aspirin. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 17.5 mm. There were no patient complications that were reported to have occurred. Post procedure the patient was on aspirin and rivaroxaban. One (1) day post procedure the patient was noted to have right sided facial droop indicating a possible cerebral vascular accident or transient ischemic attack. The patient was further hospitalized as a result of this event. Computed tomography scan results showed negative result and no other neurological deficits noted. Based on neurological consultation the event was felt to be a transient ischemic attack. Two (2) days post procedure, the event was considered resolved and the patient was discharged on the same day.